Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and pelvic pain ('pain /chronic / pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder disorder"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (device removal, repeat/ multiple surgeries). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight decreased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure (ess205). The reporter commented: the removal was recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: patient fact sheet (pfs) received. Reporter and patient demographics added. Lab data added. Events added: dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, perforation uterus, bladder disorder, uti, fatigue, hair loss, hormonal changes, weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and pelvic pain ('pain /chronic / pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. Concomitant products included ibuprofen, insulin human (humulin normal) and metformin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder disorder"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (device removal, repeat/ multiple surgeries). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight decreased and psychological trauma outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure (ess205). The reporter commented: the removal was recommended by treating physician. Discrepancy noted in essure insertion date (B)(6) 2005 and (B)(6) 2005 discrepancy noted in date of removal-(B)(6) 2011 as per pfs dated (B)(6) 2020 patient had not undergone confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') and pelvic pain ('pain /chronic / pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. Concomitant products included ibuprofen, insulin human (humulin normal) and metformin. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder disorder"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (device removal, repeat/ multiple surgeries). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight decreased and psychological trauma outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and weight decreased to be related to essure (ess205). The reporter commented: the removal was recommended by treating physician. Discrepancy noted in essure insertion date (B)(6) 2005 and (B)(6) 2005. Discrepancy noted in date of removal-(B)(6) 2011. As per pfs dated (B)(6) 2020 patient had not undergone confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event per pfs: back pain added. Outcome for events abdominal pain and back pain was updated as resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.